Manufacturer narrative:
Result: drive tube.

Event description:
It was reported by service report that the 4700 labor and delivery bed would drift down when in the up position. No pt involvement or adverse consequences are reported.